Event description:
It was reported the customer was hospitalized on (B)(6) 2014. Blood glucose at the time of admission was 978 mg/dl. The customer stated they were in a diabetic coma and was confused from their high blood glucose. The customer attempted to treat their blood glucose with a manual injection. It was also found the customer had a heart attack, causing their hospitalization. Customer stated they were released from the hospital after 15 days. The customer also stated they were not using the insulin pump and reverted to manual injections prior to being hospitalized. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.